Manufacturer narrative:
Date of event: unknown, not provided, but the best estimate date is in 2017. (B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that a tecnis symfony intraocular lens (iol) (model zxr00 +22.5 diopter) was implanted in the patient's right eye. It was later explanted due to unexpected post operative refraction. The symptoms were affecting the patient's daily activities. A model zxr00 +21.0 diopter was used as a replacement lens for the patient and the patient has recovered. No additional information was provided.

Manufacturer narrative:
Additional information was received and it was learnt that the lens zxr00 +22.5 diopter, was implanted in the patient's eye on (B)(6) 2017. Reportedly, the lens was explanted and no incision enlargement, no suture was used, and no vitrectomy was performed. The following section has been updated: if implanted; give date: (B)(6) 2017. Device evaluation: the intraocular lens (iol) was not returned at the manufacturing site; therefore product testing could not be performed and the customer's reported complaint could not be verified. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search revealed that no similar complaints for this order number have been received. Labeling review: the directions for use (dfu) were reviewed. The directions for use (dfu) adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.